Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The information received by medtronic indicated that customer reports they cannot get any blood glucose value displayed on the pump. Troubleshooting was performed while on minimed mobile app, pump - transmitter connection icon was seen with question mark pairing issue was identified with the pump bluetooth settings. Troubleshooting was performed no indication the issue was resolved. No harm requiring medical intervention was reported.  The device will not be returned for analysis.

Manufacturer narrative:
"An attempt to reproduce the reported event using minimed mobile app (software version 1.3.3) installed on iphone xs max (ios 16.3.1) with mmt-1880 770g pump (software ver. 5.2a) was conducted and confirmed the issue was not reproduced. The software did not{color:#ffc400} {color}successfully adhere to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version c. After conducting a thorough investigation, we have found that this is related to esf 3346048 and esf 3429712 known as the â¿¿bonding keys lossâ¿? Issue. It happens because of an ios level behavior when information about a previous pairing with the pump is cached on the device which prevents the next pairing. The esf number that corresponds to the reported issue is: 3346048{color:#ffc400}â {color} to assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively:â  # remove the application and restart the phone # make sure to remove a previously connected pump from ios bluetooth settings before pairing a new pump # make sure to wait for at least 5 minutes when a â¿¿reconnecting to pumpâ¿¦â¿¿ status message is displayed on a home screen after pairing. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue remains unresolved. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.